Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the c-arm failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of c-arm no boot. The fse determined the cause of the problem to be the interconnect cable. Fse replaced the interconnect cable to resolve the issue. The fse verified system functionality. The interconnect cable sends data, video and power between the workstation and the mainframe. The interconnect cable connectors are compromised of pin and receptacle connections. The receptacle on the interconnect cable is subject to repeated use, by the user, causing wear. The consistent insertion force applied to the connector housing, internal wires, and contacts are uncontrolled and wear or misalignment of contacts or housings may occur. The regular insertion and removal of the cable may damage the connector, wires, or sheath, over time. Damaged, corroded, or loose connections can cause a variety of system functionality issues and error messages. A failure of this cable/connection would result in the system not booting. During normal life of a system, failures of this nature while not intended can be experienced on a random basis. Based on age of the system, manufactured in 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.